Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a motion sensor test failure alarm. The customer's blood glucose level was unknown. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The device received motor error alarm during the basic occlusion test due to faulty fsr. The motor was tested outside of the device and passed. Unable to confirm motion sensor test failure alarm due to motor error alarm.